Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of up to 300 (mg/dl) and dangerous high ketones for two weeks. Reportedly, customer stated that the they were only using the pump to delivery basal insulin, and administered manual injections to treat their bg levels. Customer also reported using a temporary basal rate to treat bg levels; however, their bg levels remained elevated. Recommendation was made to contact a health care provider to discuss diabetes management.